Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage: battery compartment crack) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Review of the pump¿s black box revealed related rebooting events. The total daily dose history was appropriate for the user programmed basal rate. Two battery compartment cracks were observed. The battery cap threads were damaged and the cap could not secure properly to the pump; a power issue was duplicated. The battery cap contacts were within specification. A test cap was able to secure properly to the pump. A power issue was not experienced with a test cap. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, investigation revealed the display screen was discolored. The keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).